Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was not functioning properly. Upon removal customer confirmed that the sensor tip was short and may have broken in half. Customer was unsure as to whether or not the sensor had broken off inside their skin. Blood glucose level at the time of the incident was 108 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test and sensor failed per specification due to low readings. Found cannula whole without broken or missing part.